Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Residue, which appeared to be from a dressing, was observed on the extension legs and bifurcation. A functional test revealed fluid leaking at the distal end of the purple luer adaptor. A microscopic examination of the leak site revealed a tear in the extension leg within the distal end of the purple luer adaptor that exposed the inner lumen of the catheter. The adjoining surfaces of the torn extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebt0757 showed three other similar product complaints from this lot number.

Event description:
It was reported that after the device was placed, prior to removal, the healthcare professional noted leaking at the extension leg. Device was removed and a new device placed to complete the procedure. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Residue, which appeared to be from a dressing, was observed on the extension legs and bifurcation. A functional test revealed fluid leaking at the distal end of the purple luer adaptor. A microscopic examination of the leak site revealed a tear in the extension leg within the distal end of the purple luer adaptor that exposed the inner lumen of the catheter. The adjoining surfaces of the torn extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebt0757 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility to the sales rep, that after the device was placed, prior to removal the healthcare professional noted leaking at the extension leg. Device was removed and a new device placed to complete the procedure. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0757 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility to the sales rep, that after the device was placed, prior to removal the healthcare professional noted leaking at the extension leg. Device was removed and a new device placed to complete the procedure. No patient injury reported.